Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a possible temporal relationship exists between ccpd therapy utilizing the liberty cycler, liberty cycler set and the adverse event of peritonitis. While there is no allegation or objective evidence indicating a liberty cycler or liberty cycler set product deficiency or malfunction caused or contributed to the serious adverse event. The lack of additional information precludes the liberty cycler and liberty cycler set from being disassociated as having a possible causal or contributory role in the event. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1). Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient reported that the patient was diagnosed with peritonitis and was hospitalized. The pdrn indicated that there was no malfunction of a fresenius device, product, nor drug that attributed to the reported event. Upon multiple follow up attempts, the pdrn could not be successfully reached but a secretary indicated that as of (B)(6) 2019 the patient remains hospitalized and has switched to hemodialysis. Additional details surrounding the patient¿s hospital course and condition were requested, however, to the date of this report, have not been provided.